Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a thoraco/lobectomy procedure, the nurse connected the reload to the handle, removed the yellow tab and performed open and close check, the jaws closed and but did not open even though the nurse pressed the silver button. The nurse removed the reload with its jaws closed, reconnected it to the handle, but the jaws did not open, so a new reload was used. The event occurred during the procedure, but the product was not used for patient. No injury.